Event description:
Da vinci si vessel sealer not recognized by da vinci si surgical system. Instrument was re-installed multiple times without success. System restarted, still no success. Si vessel sealer was removed from sterile field and replaced with another new one, with success. Note: this was the second vessel sealer failure, same day, same surgeon, same pt.